Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, causing an occlusion issue. During troubleshooting with tandem technical support, the customer was able to clear the alarm and resume insulin therapy. Further troubleshooting resulted in a pump replacement. The customer's blood glucose level was affected, reaching over 400 mg/dl. The customer managed the high blood glucose level by administering a manual insulin injection. Ultimately, the customer reverted to an alternate form of insulin therapy.